Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure involving the transcatheter aortic valve evfxplus-34, a pre-implant balloon valvuloplasty was performed due to a bicuspid aortic valve. Deployment issues occurred with the valve, specifically inadvertent deployment in an unintended position. The valve was recaptured twice as it was positioned too deep. Following final placement, the valve dislodged and remained in the patient. Subsequently, a non-medtronic valve was implanted in the patient. A second medtronic valve was opened, but never implanted for an unspecified reason. There was a procedural delay of 20 minutes. Additional information was received that a post-implant dilation was not performed prior to valve dislodgement. The deployment starting point was at the bottom of the pigtail catheter. The direction of the dislodgement was aortic. Additionally, a non-medtronic guidewire (safari) was used during the procedure. Additional information was received indicating that both medtronic valves were prematurely deployed. The dislodged valve remains in the patient outside of the aortic position. A patient registration card was sent with the incorrect implant position. This error was identified and an updated card was sent.